Manufacturer narrative:
The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 391 mg/dl while wearing the pod longer than 48 hours. The pod reportedly was leaking and fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.